Event description:
An ocd fe (field engineer) went to the customer site in 2005 to perform repairs on the ortho provue analyzer. The fe reported noticing a leak on the tubing attached to the probe.

Manufacturer narrative:
An ocd fe (field engineer) reported that while at a customer site performing repairs to the ortho provue analyzer in 2005, he identified a leak on the tubing attached to the probe. No definitive root cause was determined for this incident. The fe identified the leak during service. Testing was not being performed at the time of the incident. Therefore, erroneous results could not have been reported. Repairs have returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the incident. Nevertheless, if this incident were to recur during patient testing (undetected), erroneous results could be reported, which could lead to transfusion of incompatible blood. Instrument malfunction could not be ruled out. Therefore, incident is reportable.